Event description:
Caller reported a cgm error. There was no adverse impact to the customer's blood glucose level. Customer was assisted by technical support, who provided information for a pump reset; after performing the reset, the customer successfully started their sensor session without encountering the error again.